Event description:
It was reported that this right atrial (ra) lead exhibited an out-of-range pacing lead impedances measurement however, there was no value. Technical services (ts) discussed the 21-hour daily measurement and 24-hour trend window behavior. Ts recommended to interrogate with a programmer or have the patient do a patient-initiated interrogation (pii). Ts discussed that this is likely a true lead issue. Additionally, there was a stored signal artifact monitor (sam) episode on the day before the alert with oversensing of the minute ventilation (mv) signal which resulted in pacing inhibition of less than two seconds. Prior lead impedance measurements were noted to be stable prior and measured 500 ohms. At this time, the implantable cardioverter defibrillator (ICD) and ra lead remains in service. No adverse patient effects were reported.